Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote warning triggered for low atrial impedance, which appeared to be related to an implantable pulse generator (ipg) issue. In addition, there was high thresholds on the right atrial (ra) lead. The device and ra lead remain in use. No patient complications have been reported as a result of this event.